Event description:
It was reported that the atrial intrinsic amplitude was out-of-range and undersensing was observed on the electrogram (egm) for this pacemaker. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the atrial intrinsic amplitude was out-of-range and undersensing was observed on the electrogram (egm) for this pacemaker. The pacemaker system remains in service. No adverse patient effects were reported. Additional information received advised the stored right ventricular automatic threshold (rvat) egm showed undersensing on the atrial channel causing inappropriate ventricular pacing. Currently, the atrial sensitivity is programmed automatic gain control (agc) at 1.0mv (millivolts). Further review was recommended. At this time the device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Report number: d1 field correction from ingevity+ to accolade MRI el dr d2a field correction from implantable lead to implantable pulse generator, pacemaker (non-crt) d2b field correction from nvn to lwp d4 field correction from 7841, (B)(6), 7841, 02/17/2024, (B)(6), 00802526559273, (B)(4), (B)(4) to l331, 980604, l331, 02/24/2024, 980604, 00802526559273, (B)(4), (B)(4). (B)(6). E2 field correction from yes to no. E3 field correction from other health care professional to non-healthcare professional.